Event description:
It was reported that nine days post implant the patient experienced pain in the left costophrenic margin and a laceration to the right ventricle. The right ventricular (rv) lead exhibited decreasing r waves. The rv lead was repositioned and the patient subsequently had a computerized tomography (CT) scan. Surgery was also performed to repair the rv laceration and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.